Event description:
It was reported that the customer received a no delivery alarm when bolusing. The customer stated that she did nothing prior to the no delivery alarm. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. The customer stated that the insulin did not exit with a plunger push and that there was greater than normal resistance with plunger push. Explained that the alarm was caused by an infusion set or reservoir connection. Advised to replace infusion set and reservoir. After changing the infusion set, the insulin pump was able to bolus normally. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.